Event description:
It was reported that during an open tracheostomy procedure, the device was applied to a vessel and the clip detached from the vessel a few minutes after application. The applicator did not properly release the clip onto the vessel, resulting in vessel injury. It was noted that two devices were used and had the same issue. To resolve the issue, removal of ligatures from the operative field was done and replacement with disposable clips; ligation of the vessel using bonded suture; and vessel cauterization using bipolar electrocautery.

Manufacturer narrative:
D10 concomitant product: 134051 premium surgiclip ii 9.75 (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.